Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the programmer screen froze during a sensing threshold test.

Event description:
Reportedly, the programmer screen froze during a sensing threshold test.

Manufacturer narrative:
The reported issue was not confirmed: there was no freeze of the programmer during pacing threshold tests. Further interview highlighted that freeze occurred during a sensing test: the stop button was not available and the patient felt dizzy. Provided data were analysed and sensing test durations from (B)(6) 2024 were monitored: inductive communication errors were diagnosed on (B)(6) 2024 during the first follow-up. These communication errors may have triggered the stop button to be unavailable. No other communication errors could be found in the provided data. In addition, some of the sensing tests stopped aida reading. The telemetry head connection to the programmer should be checked. No general malfunction is suspected on the subject tablet. This case is retained and utilized for trend purposes.